Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed several cuts in the insulation. The lead tip was found severely damaged. Deformations of the distal shock coil were observed. It is reasonable to assume that these damages resulted from the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported increase of the rv pacing impedance. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. The pacing impedance has risen to over 2000 ohm after three years. The lead was explanted and replaced with an OEM lead. The patient is male and he was born in 1958. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.